Event description:
It was reported that the packaging broke and the device was unsterile. A flexima apdl was selected for use. During preparation, it was noted that the packaging was broke through so the device became unsterile. No patient complications were reported.